Manufacturer narrative:
(B)(4). User facility medwatch form, # 3401730000-2018-8009. As a lot/batch was not provided, a device history could not be performed. (B)(4).

Event description:
See user facility medwatch.